Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling and would be coming in for investigation. Per follow up information received via email on 16-sep-2022, there was no patient involvement reported. The device was coming in for assessment for possible chiller failure. Per sample evaluation results received on 27-oct-2022, neutral connection between power inlet module and main ac voltage circuit card showing signs of electrical overstress. Odor observed from unit during decontamination. Double bend tube was found expanded. Tank seals were found lifted. The device underwent preventive maintenance servicing while in for repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling and would be coming in for investigation. Per follow up information received via email on 16-sep-2022, there was no patient involvement reported. The device was coming in for assessment for possible chiller failure. Per sample evaluation results received on 27-oct-2022, neutral connection between power inlet module and main ac voltage circuit card showing signs of electrical overstress. Odor observed from unit during decontamination. Double bend tube was found expanded. Tank seals were found lifted. The device underwent preventive maintenance servicing while in for repair.